Event description:
Pt in for a colon resection was prepped with prevail fx. As the surgeon touched the surgical site with the bovie, a loud sound was heard, the drape was quickly removed and a blue light consistent with an alcohol fire was observed and immediately extingushied. The pt was treated and the surgery continued. The pt sustained 1st and 2nd degree burns to their upper thighs and lower abdomen. Pt's condition at this time is stable. The following corrective action is being taken: prevail fx will no longer be used in the hosp. An immediate review of the flammability of any materials that may be required on the operating table will be conducted. No underwear, diaper or other such covering will be permitted on a pt's torso during an operation and a policy is being drafted for immediate implementation. The aforementioned policy will also require the removal of any possibly flammable materials, including chux, from the operating table. The bovie is being examined by biomedical engineering dept.